Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The physician was not able to reposition this lead due to patient anatomy thus; this lv lead was explanted and was returned back to the laboratory. New lead was implanted as replacement. No additional adverse patient effects were reported.